Event description:
Report is for pt 2 of 2: the 3.0 inr with protime sys vs 5.4 inr with unspecified lab sys. Pt therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.